Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced missing label information. The following information was provided by the initial reporter: insyte autoguard 20g piv came with zero labeling on the piv package.

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1252048, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed five 20 gauge insyte autoguard devices with missing product labels. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to an operator error. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced missing label information. The following information was provided by the initial reporter: insyte autoguard 20g piv came with zero labeling on the piv package.